Event description:
IV catheter noted to be leaking; when untaped, IV catheter hub broke away from catheter itself which stayed in pt. Rn able to pull catheter out by small piece that was still visible. Item given to chad in supply/distribution. Diagnosis or reason for use: to start IV. Event reappeared after reintroduction? #1. No, #2. No.